Event description:
Doctor indicated that the iunihg screw loosened. Screw was placed for a cemented crown. Doctor also indicated that the implant remains implanted.

Manufacturer narrative:
A certain gold-tite hexed screw (iunihg) was returned. Visual inspection of the as received product identified significant wear and discoloration around the threads, shank, and the collar. There was noticeable gouging around the hex circumference and debris in the hex feature. Visual inspection was consistent with the design of the screw and did not identify any manufacturing deviation. The product was functionally tested, and the screw successfully threaded into the test implant as intended. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: biomet 3i restorative manual, instrm rev c 09/16. Information identified: instructions for use of the recommended restoration are provided along with the appropriate torque values. In the case of certain gold-tite hexed screw it is recommended to torque at 20 ncm. Precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. The complainant indicated screw loosening. The complaint could not be verified for loosening, as the exact details and condition of device usage could not be replicated. A definitive root cause could not be identified for the reported complaint. (B)(4). Date received by manufacturer. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.